Event description:
It was reported device movement occurred. A left atrial appendage (laa) closure procedure was performed using two (2) 24mm and one (1) 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). A 24mm closure device met all release criteria and was implanted. Following release, the closure device shifted within the laa, and an attempt was made to snare the closure device. When the snare came in contact with the closure device, the implant embolized to the ascending aorta. Vascular forceps were used to successfully remove the closure device from the patient. An attempt was made to implant a 27mm closure device, but release criteria were not met, and it was removed from the patient. A second 24mm closure device was placed, met all release criteria, and the procedure successfully concluded. No patient complications were reported.